Manufacturer narrative:
(B)(4). Post market vigilance (pmv), concurrently with engineering, led an evaluation of one device opened by the account. Engineering tested the returned powered handle with the battery pack. Upon completion of calibration, the device displayed blue lights. The eeprom event log was then evaluated and displayed an error code, which confirmed the reported condition. The handle was disassembled for further evaluation, and all solder joints on the board were found to meet specifications. No defects were visible elsewhere on the board. Engineering further evaluated the board and determined that the one wire bus was of interest based on the symptoms the device was exhibiting. The motors were then removed for further investigation, and were de-soldered from the board and soldered to connectors. This assembly was then attached to a modified engineering unit and the motors were found to calibrate successfully and a solid green light was displayed. The board was sent to the supplier for further evaluation and a CAPA was initiated. A review of the device history record indicates this device lot number was released meeting all quality specifications. The board will be sent to the supplier for further investigation. A process improvement was initiated. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during the procedure, the powered handle worked well. In demo setting, the handle failed. There was solid blue lights and one green flashing light, the handle green indicator light. The issue occurred when the battery was installed.